Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that they were trying to use the newer handsets but it kept prompting "handset update required." The cause was determined when the rep went into settings > about > software info. They confirmed the date was may 1, 2024 which fell under a previously discovered issue. The rep was informed that the device would need to be replaced. Additional information was received from a manufacturer representative (rep). The rep reported that replacing the handheld device resolved the issue.